Event description:
A non-health care professional reported with the description, on (B)(6) 2024 and 10-apr-2024 patient had intraocular lenses from company inserted in both eyes. At the follow up appointments, it turned out that the lenses inserted were toric intra ocular lens (iols), contrary to the surgeons' instructions. According to surgeon measurements, no correction of the corneal curvature was necessary. As a result, patient suffered from severe visual complaints, so it was decided to replace the left iol first. The exchange was performed on (B)(6) 2024 on an inpatient basis due to the increased complexity and risk of complications from the operation. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in h.6. Correction: on initial MDR the FDA patient event code e0838 was an error. It should have been e0839 on the original MDR. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.